Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed hardware low level failures. Troubleshooting was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test and self-test. No unexpected pump error alarm noted during testing. However, pump error alarm (variableinfo=3) confirmed in the insulin pump history due to broken trace on keypad assembly. Unit was received with cracked select button keypad overlay, minor scratched lcd window, scratched case, cracked battery tube threads and faded and stained serial number label.